Manufacturer narrative:
Other: wheel.

Event description:
It was reported through a service report that the patient left side load wheel and housing are broken. No pt involvement or adverse consequences are reported.